Event description:
It was reported to tyco/kendall healthcare on 12/12/2002 that: as part of the post-surgery regime the pt's right foot was placed in an impad rigid sole foot cover. The pt complains that there was a hard ridge of material inside the foot cover "boot" and believes that in the process of inflating and deflating, it abraded the area below the ankle bone and toward the rear of the foot. According to the pt the decubitus was the size of a quarter. Per the pt, five weeks post-op the wound is still in the healing process. The pt is dressing the site with bacitracin.